Manufacturer narrative:
According to the customer's mother, "my son was using this to get his asthma medicine. No incident happened. We just noticed it was taking a very long time for the medicine to be administered and there was no mist happening. We received from our pediatrician's office". The mother stated they do not have a nebulizer anymore. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer's mother, "my son was using this to get his asthma medicine. No incident happened. We just noticed it was taking a very long time for the medicine to be administered and there was no mist happening."